Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the femoral artery. The 10.0 x 40 mustang balloon ruptured at 6 atmospheres during the first inflation. The device was removed intact and the procedure was completed with this device since the stenosis was resolved with this device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was used and advanced to the lesion however the balloon ruptured at 6 atm at an unknown number of inflation. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).